Event description:
Ous MDR - it was reported that this lead was replaced after perforation of the rv apex. Should additional information become available this file will be updated.

Manufacturer narrative:
The provided x-ray images were investigated which indeed showed a likely perforation of the heart wall. Subsequently the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed deformations of the outer conductor coil which most likely resulted from the explantation procedure. Furthermore the steroid collar was damaged which might have occurred during the implantation of the lead. The visual inspection of the lead did not show any peculiarities which might have contributed to the reported dislodgement. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.